Event description:
It was reported that while in use on a patient, "the catheter sensor error occurred" on the iabp. As a result, the iabp was swapped out with another, "then the sensor worked normally". No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "the catheter sensor error occurred" on the iabp. As a result, the iabp was swapped out with another, "then the sensor worked normally". No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). The reported complaint of "catheter sensor error" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a corrected data: n/a.